Manufacturer narrative:
(B)(4). Date sent: 9/6/2023 d4 batch # unk b3: only event year known: 2023 investigation summary an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: were there any issues with staple formation (malformed staples, staple line missing staples, etc.)? If yes, please explain. Answer : surgeon responded that the stapler appeared to fire and cut but the staple line was incomplete. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sigmoid colectomy procedure that the nurse practitioner fired stapler and when removed, there was a hole in the anterior side of the anastomosis. Surgeon over sowed anastomosis. No patient consequences.